Event description:
Caller states the pt tested 1.5 inr on the coaguchek xs system and 2.28 inr on a comparison lab. No action taken on the device results. However, customer's epidural spinal injection was cancelled due to lab result. No adverse event reported. Requested return of suspect system and replacement was sent.